Event description:
It was reported that during a laparoscopic hysterectomy procedure, the electrode on device started to lift off but remained attached. A second device was used in which it did not seal properly. No other information is available about problem at this time. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The device a was received with the electrode missing from the jaw. The ceramic is not damaged and is securely bonded to the bottom jaw. Due to the returned condition, the device could not be functionally tested. The lack of residual adhesive along the surface of the ceramic suggests adhesion failure due to poor surface preparation during assembly. The device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.